Manufacturer narrative:
(B)(4). Baxter received and evaluated this device. The device was found to be out of specification to relation to the discovered symptom, which was reproduced. A delayed keypad output of approximately 3 seconds was confirmed and was determined to be caused by a failed processor printed circuit board (pcb) assembly. The failed printed circuit board (pcb) assembly was replaced.

Event description:
It was discovered during testing that a spectrum pump's keypad had a delayed output. It was also reported that there was no patient injury.